Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, straps were not delivered/ejected properly. Another like a device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Date sent to the FDA: 12/29/2015.it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.